Event description:
A malfunction was reported on a customer's pump, with no notable events occurring prior. The issue caused the customer's blood glucose level to exceed a safe threshold, but the specific value remained unknown as it displayed "high." In response, the customer managed the high blood glucose level with a correction injection via multiple daily injections, without third-party assistance. Technical support decided to replace the pump since the malfunction code was not resettable. A replacement pump was sent to the customer, who acknowledged all instructions and understood the necessary actions.